Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a red battery alarm on the power module due to a loose streamline cable clip was not confirmed. The power module, serial (B)(6), was not returned for analysis. There was no photos or log files submitted for review. They stated that repairs may only be performed at the abbott service lab. The extent of the damage to the streamline cable is unknown. Multiple attempts were made to obtain additional information from the customer regarding log files and product return; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a loose and possibly broken power module battery clip, which was found while performing service on the power module. The power module was also reported to be alarming with yellow wrench and red battery hazard symbol. The power module was removed from use and the patient was given a replacement mobile power unit (mpu) to use instead. However, it was then noted that due to certain electrical issues the patient required a power module at times, so a request to repair the broken power module was put in and a new battery clip was sent to the patient. It was also noted that during service the power module streamline cable was replaced at the white connector due to a loose connection with the battery clip, and an appointment for replacing that cable would be scheduled.